Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen is frozen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The hospital service engineer evaluated the device with the assistance of the remote service engineer (rse) and could not confirmed the reported problem, wasn't able to duplicate the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.